Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2008, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. The patient tolerated the procedure. On (B)(6) 2008, one month follow up examination identified no adverse event. On (B)(6) 2009, this patient presented with right limb occlusion. An additional procedure was performed on the same day to repair the occlusion by performing thrombectomy and implanting two contralateral leg components. The occlusion was resolved and the patient tolerated the procedure. The cause of the occlusion is unknown. On (B)(6) 2009, six month follow up imaging revealed a type 2 endoleak and subsequent aneurysm enlargement. The diameter of the aneurysm enlarged from 48 mm to 54 mm. The physician decided to monitor the patient. On (B)(6) 2010, one year follow up imaging showed that the type 2 endoleak was resolved. The aneurysm diameter remained at 54 mm. It was reported that the physician decided to continue to monitor the patient.